Event description:
Patient reported elevated blood blucose (415 mg/dl). Patient indicated that she had received an 86 error message (technical inspection alert) and believed this message caused the elevated blood glucose.